Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test or verify motor error alarm due to no button response. No button error alarm during testing. The motor was tested outside of the device and passed.

Event description:
It was reported that the insulin pump had motor error. Customer's blood glucose level was 8.0 mmol/l. Customer did not report motor position encoder error and drive support cap was normal. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.